Manufacturer narrative:
Additional info: h6. This supplemental MDR was provided to include additional investigation findings. During the device evaluation the video connector was replaced with a temporary connector (test board) and checked the endoscopic image, it was displayed normally. It is presumed that the board failure was due to the breakdown of the electrical circuitry caused by repeated use stress or electrical stress such as overcurrent or static electricity, but further analysis was difficult. Therefore, a definitive cause could not be established.

Event description:
No additional customer info.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Based on historical data, possible causes include damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that when using the subject device, the image remained green even after white balance. The reported malfunction occurred during pre-use inspection. There were no reports of patient involvement.